Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the pump power and flow parameters disappearing from the system monitor was not confirmed. It was reported that the issue was resolved by restarting the system monitor, and there are no further issues with the system monitor. The system monitor was not returned for evaluation and no photos of the reported event were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) under section 4, entitled ¿system monitor¿, describes how to use the system monitor and the actions to take if the system monitor is not functioning as intended. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describes how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 left ventricular assist device (lvad). Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor pump power and flow parameters disappeared while in use on a patient. The system monitor was replaced. It was noted that the event may have been a result of the system monitor software error. It was later reported that the equipment was examined, and it was found that the system monitor was powered down and power back up. There are no further issues with the system monitor listed.